Manufacturer narrative:
The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had accidentally hit the button arrow and pump out more insulin that he needed while going through manual bolus. The customer's blood glucose level was 309 mg/dl. The customer was educated on scroll wrap and advised to pay very close attention when giving himself a bolus. The customer requesting a insulin pump exchange when updated software is available. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)